Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent, a suprarenal extensions and two (2) limb extension. On (B)(6) 2017, endologix was made aware of the devices being explanted on (B)(6) 2017. On (B)(6) 2017, endologix was made aware that the devices were explanted due to a rupture with possible type 1 endoleak. The physician reported that while the patient was traveling in europe, the patient had a secondary intervention for an endoleak. Endologix has no knowledge or information on this secondary procedure. The patient survived the explant but was reported to had died later in the week. The physician stated that the patient died on thursday ((B)(6) 2017) or early friday am ((B)(6) 2017). A cause of death was not provided at this time to endologix.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following reported events of indeterminate endoleak, rupture, explant/conversion and death due to the lack of medical information. The most likely cause of the loss of seal, rupture and subsequent death could not be determined due to the lack of necessary medical information regarding the reported secondary intervention and the rupture event. Procedure related harms could not be determined. Reportedly the patient expired one week post explant/surgical conversion however the cause of death could not be determined. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.